Manufacturer narrative:
The suspect om2 was connected to known good working components for analysis. During testing the inaccurate values were identified. It did not occur in a clinical setting. The sv02 reading was at 52% and it was expected to be 60%. The reading changed over a 20 minute time period. There were no error messages that displayed. Further internal inspection did not identify any open wire connections. However, there were cracks found in the housing at the edge of the connector port and inside the connector. The damage is consistent with customer mishandling during use. There was no patient involvement. The device service history record review was completed and all manufacturing inspections passed with no non-conformances. There is no evidence or indication that a manufacturing defect is responsible for the issue. With any hemodynamic monitoring pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the optical module 2 cable would not hold a stable sv02 reading during evaluation and testing. This cable was returned to edwards lifesciences administrative return program. No device malfunction was alleged by the customer. No patient involvement as this occurred upon assessment of the device.